Manufacturer narrative:
The repeated results were believed to be correct. The customer performed successful qc after the service visit. After service, no issues were reported by the customer. Although no cause for the issue was found, the instrument performance was verified after the service visit and the issue was resolved.

Event description:
There was an allegation of questionable results, with multiple reagents, for 7 patient samples on a cobas c 503 analytical unit. Sample 1 (ID (B)(6)): the alkaline phosphatase initial result was 61.7 u/l and the repeated result was 164 u/l. The alanine aminotransferase acc. To ifcc w/ pyridoxal phosphate activation initial result was 14.2 u/l and the repeated result was 41.1 u/l. The dbili initial result was 0.475 mg/dl and the repeated result was 1.16 mg/dl. The cobas c bilirubin total gen.3 initial result was 0.433 mg/dl and the repeated result was 1.64 mg/dl. The total protein gen.2 initial result was 2.51 g/dl and the repeated result was 5.91 g/dl. Sample 2 (ID (B)(6)): the alkaline phosphatase initial result was 39.8 u/l and the repeated result was 107 u/l. The aspartate aminotransferase acc. To ifcc with pyridoxal phosphate activation initial result was 14.3 u/l and the repeated result was 63.9 u/l. The calcium gen.2 initial result was 3.25 mg/dl and the repeated result was 8.68 mg/dl. The glucose hk gen.3 initial result was 36.7 mg/dl and the repeated result was 89.9 mg/dl. The total protein gen.2 initial result was 2.53 g/dl and the repeated result was 6.42 g/dl. Sample 3 (ID (B)(6)): the calcium gen.2 initial result was 3.13 mg/dl and the repeated result was 9.35 mg/dl. The glucose hk gen.3 initial result was 13.1 mg/dl and the repeated result was 65.4 mg/dl. Sample 4 (ID (B)(6)): the bun initial result was 6.15 mg/dl and the repeated result was 61.3 mg/dl. The calcium gen.2 initial result was 3.48 mg/dl and the repeated result was 9.78 mg/dl. The cobas creatinine plus ver.2 assay initial result was 0.683 mg/dl and the repeated result was 2.42 mg/dl. Sample 5 (ID (B)(6)): the tina-quant c-reactive protein IV initial result was 21.3 mg/l and the repeated result was 120 mg/l. The glucose hk gen.3 initial result was 49.8 mg/dl and the repeated result was 112 mg/dl. Sample 6 (ID (B)(6)): the bun initial result was 22.5 mg/dl and the repeated result was 82.2 mg/dl. The calcium gen.2 initial result was 2.73 mg/dl and the repeated result was 8.63 mg/dl. The cobas creatinine plus ver.2 assay initial result was 1.13 mg/dl and the repeated result was 3.36 mg/dl. The glucose hk gen.3 initial result was 56.7 mg/dl and the repeated result was 131 mg/dl. The phosphate (inorganic) ver.2 initial result was 0.324 mg/dl and the repeated result was 1.95 mg/dl. Sample 7 (ID (B)(6)): the calcium gen.2 initial result was 3.70 mg/dl and the repeated result was 8.83 mg/dl. The cobas creatinine plus ver.2 assay initial result was 0.355 mg/dl and the repeated result was 1.03 mg/dl. The glucose hk gen.3 initial result was 36.4 mg/dl and the repeated result was 97.7 mg/dl. The samples were repeated due to the customer noticing flags on some of the samples. The customer noticed the water bath was completely full and overflowing into the cells. The samples were repeated on another module without issue. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service representative performed a cell blank measurement, mechanism checks, and checked the rinse and vacuum tubing for leaks. The issue could not be replicated. It was suspected that something temporarily clogged the vacuum, which caused the overflowing of rinse water into the cells. The investigation is ongoing.